Event description:
Tip of autosonix fell off while inside the patient during a laparoscopic case. Tip was found and removed from patient. Instrument was taken off the surgical field and tip has been placed in a sterile cup.what was the original intended procedure?repositioning of lap band.